Event description:
It was reported that post op a laparoscopic cholecystectomy procedure; the patient had to have bile drained via an esophagogastroduodenoscopy for a post op bile leak. The patient is currently fine. The device was discarded. No additional information is available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. The following information has been requested. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. (B)(6).the complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.